Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level dropped to 20 mg/dl. Customer states that the was treated by ems only and not transported to a hospital. The customer also reported that ever since he's been going to the gym his body has been going through changes which may have resulted in blood glucose level fluctuations. No further information provided.